Event description:
Information was reported on 04/21/2009 regarding an incident which allegedly involved an unspecified mallinckrodt endotracheal tube. It was reported that the patient was hospitalized in 2006, underwent a bronchoscopy six days later and died in 2007.

Manufacturer narrative:
The tube is not available for failure investigation. The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number.